Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by turbid effluent. On the same day as the event onset, the patient was treated with vancomycin injection (1gm 1/5 via intraperitoneal, ongoing) and ceftazidime injection (500mg once a day, for eight days, discontinued) for peritonitis. Seven days after the event onset, the patient was treated with meropenem injection (1gm once a day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that the patient was discharged 21 days after hospital admission. On an unknown date, vancomycin and meropenem treatment were discontinued and the patient was recovered from the peritonitis. Twenty-two days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy twice a week. Should additional relevant information become available, a supplemental report will be submitted.